Event description:
Per biotronik pt tracking, this system was removed due to infection. A replacement lumax 540 vr-t, (B) (4), and linox sd 60/16, (B) (4) were implanted. Associated devices: linox sd 60/16, (B) (4), MDR-1028232-2010-00172; 7000-65, (B) (4).